Manufacturer narrative:
(B)(4). The two other xience prime stent devices are being filed under separate medwatch MFR numbers. (B)(4): excessive force. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that force was applied to remove the device as resistance was met. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the proximal to distal left anterior descending artery. The vessel had no calcification. Pre-dilatation was performed and three xience prime stents were implanted (3.0 x 38 mm, 3.5 x 33 mm, 2.75 x 38 mm). It was confirmed that the stents were fully apposed to the vessel wall; however, during removal of the stent delivery systems (sds), resistance was met with the implanted stents. The physician manipulated the sds balloons gently and slowly, and removed the devices with some force. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.